Event description:
The following information was reported: ruptured balloon during pullback to arteriotomy. Opened new mx5021 and deployed successfully. The patient was not hospitalized. Stick location: mid common femoral artery. Vessel size: 7mm.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 4.5mm from the balloon proximal tip. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined.